Manufacturer narrative:
The insulin pump had motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test. The insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.